Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital due to several ventricular fibrillation episodes. Upon interrogation of the implantable cardioverter defibrillator (ICD) showed two different fault codes. It was noted that the patient had three episodes. The first shock was aborted, the second shock showed low out of range shock impedance measurements and the third shock aborted due to high voltage. The vf was spontaneously converted to sinus rhythm. A request for analysis was sent to boston scientific technical services (ts). Ts discussed that the fault codes indicate a possible right ventricular (rv) lead issue and discussed also to replace the ICD. Ts noted that fc1004 indicate that the device delivered a shock into a shorted condition and could indicate a possible lead issue and possible damage to the device as the device delivered therapy into a low impedance condition. Ts noted that fc1006 is stating that the device was detecting voltage on the lead system during the change which was not normal behavior. It was noted that this would be seen if the device is charging while external shocks were being delivered, if there were no external shocks this could indicate that voltage is leaking from the device during change. Ts discussed explanting the system as the patient could be considered unprotected. Additional information received noted that the ICD was explanted and replaced with a new device and lead. The device will be returned, while this rv lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.